Manufacturer narrative:
Continuation of d10: product ID b3400060m serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type extension product ID b3400060 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Cause of infection remains unknown and infection has yet to be resolved.

Manufacturer narrative:
Continuation of d10: product ID b3400060m lot# serial # (B)(6); implanted: (B)(6) 2025; explanted: (B)(6) 2025; product type extension product ID b3400060 lot# serial # (b)(6; implanted: (B)(6) 2025; explanted: (B)(6) 2025; product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060m, serial/lot #: (B)(6), ubd: 26-jun-2027, UDI #: (B)(4); product ID: b3400060, serial/lot #: (B)(6), ubd: 03-jul-2027, UDI #: (B)(4); h3: no analysis was performed due to the non-analyzable medical issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the system was explanted due to infection.